Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic was observed. The lens was cut into two pieces across the center. Stress fractures were observed on one half. The other half had angled cracks at the edge. This damage was similar to damage that can occur with a plunger underride. The lens did not appear rigid. The provided photo matched the returned lens. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Anon-qualified cartridge was indicated with a quailed handpiece and viscoelastic. The company lens is not qualified for use with the company cartridge. The correct cartridge is listed on the lens carton and lens case label. The root cause for the lens damage appeared to be related to a failure to follow the IFU. The damage was similar to damage that can occur with a plunger underride. The company lens is not qualified for use with the company cartridge. The correct cartridge is listed on the lens carton and lens case label. In addition, review of the retuned cartridge indicated a lack of viscoelastic. The instructions for use (IFU) instructs: company foldable intraocular lens (iol)s are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported after intraocular lens (iol) implant procedure, the surgeon noticed crack after the iol was implanted into the eye. Surgeon stated that the lens cracked due to cartridge and iol rigidity. The lens was explanted during initial procedure with the same model and same diopter company lens. The procedure was completed on same day. Additional information has been requested.

Manufacturer narrative:
Corrected information was updated in h.6.